Manufacturer narrative:
(B)(4). The sample has not yet been received and the investigation is ongoing at this time. A follow-up report will be submitted when the results of the investigation become available.

Event description:
As reported by the user facility: IV tubing broke at the y-port which caused the blood back flow to leak. The primary infusion was set to 15 drops/ml. No patient injury.

Manufacturer narrative:
(B)(4). No samples were returned for evaluation in connection with this incident. Multiple unsuccessful attempts were made to obtain a sample. Without the actual device, a thorough investigation could not be performed. A review of the discrepancy management system (dsms) database was unable to be performed as the lot number was reported as unknown. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). One (1) used IV set without packaging was returned for evaluation. Also, attached to the IV set was an extension set (item # 354219; lot # unknown). Visual examination of the extension set noted disconnection at the bonded joint of the caresite "y" valve with minimal solvent observed. Therefore, the reported defect was visually confirmed. A review of the discrepancy management system (dsms) database was unable to be performed as the lot number was reported as unknown. Although our training procedures ensure that all of our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences.